Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that noise resulting in oversensing and pacing inhibition was observed on the device. The patient experienced dizziness as a result of the event. The device was explanted and replaced to resolve the event, and the patient was in stable condition. Additional information was requested, but not yet received.